Event description:
According to the complainant, during the procedure, the deployment suture wrapped around the distal end of the catheter and could not be deployed. The stent was removed and the procedure re-scheduled. No patient complications were reported as a result of this event. The patient's condition was reported as "stable".

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed that the stent was partially deployed. Further analysis found the delivery system noted no anomalies. It was possible to retract the suture thread and deploy the remainder of the stent without any issues noted. Examination of the deployed stent noted no issues. Complaint not confirmed. A review of the device history record for the ultraflex covered esophageal stent lot # 0011559770 was performed, no anomalies were noted.